Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 302 mg/dl and received a high bg reminder. Reportedly, the customer requested assistance to change the high bg reminder setting per a recommendation from the healthcare provider (hcp). The customer stated that the hcp requested the customer to have a bg level at or above 250 mg/dl prior to sleep to prevent their bg level from falling during the night, therefore the customer did not address the bg level. Tandem technical support (cts) assisted the customer with adjusting the setting.